Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services (ts) noted the battery impedance will continue to increase and device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services (ts) noted the battery impedance will continue to increase and device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.